Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that the onetouch verio iq meter read inaccurately high compared to his feeling/ normal result(s). The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issues began in (B)(6) 2012. At an unspecified date/time, the patient reportedly obtained a blood glucose reading of ¿450mg/dl¿ with the subject meter. After the reported meter issue occurred, it is not clear if the patient tested his blood glucose with a secondary/backup device. The patient¿s testing frequency and diabetes management are not specified and other than diabetes it is not clear if the patient suffers from other health conditions. It is also not known what action(s) the patient took in response to the alleged meter issue. According to the csr¿s documentation, three months after the alleged meter issue began (date/time not specified) the patient reportedly developed symptoms of dizziness, ¿fainting¿, and was unable to stand. The patient¿s blood glucose reading (with the subject meter) prior to the onset and/or during his symptoms is not known and it not clear if the patient attempted to administer self-treatment after his symptoms occurred. Starting in (B)(6) 2012, the patient reportedly was hospitalized three times. The patient¿s blood glucose readings (with the subject meter) prior to going to the hospital and during his hospitalization is not clear. The patient reportedly tested with another device; however, the reading is not known. The reason for hospitalization, the treatment the patient received each time while in the hospital¿s care, the duration of the patient¿s hospitalization, and the patient¿s medical diagnosis (each time) prior to his release are not known. At the time of troubleshooting, the csr verified that the subject meter was set to the correct unit of measurement. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly suffered symptoms suggestive of a serious injury and was allegedly hospitalized after the reported product issue began.